Event description:
It was reported the pt's scs ipg was explanted and replaced due to pt discomfort from the size of the implant. The explanted device will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.